Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Indication for initial surgical procedure in 2003 (tvt mesh)? What was diagnosis/indication for initial surgical procedure in 2009 when tvt-obturator mesh implanted? Was tvt mesh (implanted in 2003) removed in 2009? Product code and lot number for tvt mesh? Product code and lot number for tvt- obturator mesh? Other relevant patient history/concomitant medications? When was the patient presented with mixed incontinence? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? When was the mesh erosion first noted by a physician? Mesh erosion diagnostic confirmation? Please clarify which mesh eroded: tvt (implanted in 2003) or tvt-obturator ( implanted in 2009)? What mesh was removed on (B)(6) 2019: tvt or tvt obturator? What is physician¿s opinion as to the etiology of or contributing factors to this event (mixed incontinence and erosion of mesh ? What is the patient's current status? Was the mixed incontinence resolved after removal of midurethral part of mesh on (B)(6) 2019? Adverse event regarding tvt mesh implanted in 2003 submitted. Adverse event regarding tvto mesh implanted in 2009 submitted via 2210968-2020-03463.

Event description:
It was reported that the patient underwent a sling procedure in 2003 and mesh was implanted. The patient experienced mixed incontinence and asymptomatic vaginal erosion. The patient underwent midurethral tape removal and bulkamid injection on (B)(6) 2019. Additional information has been requested.